Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report (single leaflet device attachment/slda), tissue damage, recurrent mitral regurgitation, medical intervention, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 1-2. Then on (B)(6) 2021 during a follow up, it was suspected that the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2021, imaging confirmed the slda, and mr increased to 3-4. On (B)(6) 2021, the patient remained hospitalized and underwent a second mitraclip procedure. It was noted, a leaflet tear was suspected due to the slda. An additional clip was not implanted due to grasping difficulties and insufficient mr reduction. Therefore, the patient was converted to surgery and the mitral valve was replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (thin leaflets). The reported mitral regurgitation (mr) was a result of the slda. The reported tissue injury was due to procedural conditions as a leaflet tear was noted. The reported patient effects of mr and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention were a result of case specific circumstances as the patient was hospitalized and additional clip was implanted to stabilize the slda clip. The surgical procedure was a result of case specific circumstances as the patient underwent mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: it was reported that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated that the cause of the slda was due to pre-existing patient anatomy. No additional information was provided.